Manufacturer narrative:
Concomitant medical products: addrl1 ipg. Implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardic, and it was suspected that the device was not functioning correctly. High impedance measurements were observed on the right ventricular (rv) lead . The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.